Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked at the dialysis solution inlet. This occurred during preparation of the device for peritoneal dialysis therapy; described as this occurred in the process of connecting the physioneal bag ¿to the refill line¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.